Event description:
A call to technical services was made on (B)(6) 2013 stating that there is a possible ra lead dislodgement or perforation. The physician thinks that there might be a micro perforation because it will not sense or pace bipolar. Unipolar with psa: 0.8 p-waves unipolar, pacing spikes but no capture. Visually lead placement looks good. Patient felt great after biv and then started feeling poor the physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)